Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the patient fell out of bed. Caregiver stated, "he did not hurt himself, but feels the bed is too small and dangerous for him. She would like the equipment picked up and a bigger, safer bed sent out for him". Complaint#: (B)(4) were entered into our system to have the mattress returned to joerns for investigation. As of this writing, the mattress has not been returned.